Manufacturer narrative:
The technician found the lower tape switch was not working and replaced it to repair the bed.

Event description:
During a function check, the technician found the bed exit system was operating intermittently.